Event description:
It was noted through a periodic review of the programming history database that a patient's device was displaying high impedance on two system diagnostics performed and was subsequently disabled. Previous impedance values and diagnostics showed ok, within normal limits. No additional relevant information was received to date.

Manufacturer narrative:
Event problem codes, corrected data: initial report inadvertently indicated the incorrect device code. Evaluation codes, corrected data: initial report inadvertently listed the incorrect results and conclusions codes.